Event description:
It was reported that there was a connection issue with the homechoice cassette and physioneal bag. This issue was further described as "it was difficult to connect, when fasten cassette to solution, spinning in vain." This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self-test and priming were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.